Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the upper left arm. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for one minute, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.